Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm. The device was reprogrammed to finish the infusion. The tubing is not available and no additional information is available. No adverse patient effects were reported by the customer.